Event description:
It was reported that during a surgical procedure the tip of the device broke. The tip broke cleanly and no pieces fell into the surgical site. The tip fell onto the outside of the pt's knee and the surgeon was able to pick it up and move it. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.